Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-4316, lot #: 16240016, description: next generation anchor kit-sterile; sc-2316-50 (sn (B)(4)). Device evaluation indicated that the leads passed mechanical test performed. It revealed that both lead bodies had pronounced kinks approximately 8 inches from the proximal ends, where the leads appeared to have been sutured. Cables were broken/severed at this spot. The fracture sites were 1 cm from the clik anchor setscrew marks. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. The fractured cables were still contained inside the lead body/lumen. Sc-4316 (lot# 16240016) device evaluation indicated that the clik anchor passed visual test performed. One of the associated anchors had eyelet damage with some missing silicone. (B)(4)

Event description:
A report was received that the patient was not receiving stimulation. Database analysis revealed high impedances on all electrodes. The patient underwent a revision procedure wherein two leads were replaced and clik anchors were explanted. Device malfunction was suspected with the leads. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the missing silicone from the clik anchor was removed from the patient.

Event description:
A report was received that the patient was not receiving stimulation. Database analysis revealed high impedances on all electrodes. The patient underwent a revision procedure wherein two leads were replaced and clik anchors were explanted. Device malfunction was suspected with the leads. The patient was reportedly doing well postoperatively.